Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. One nonconforming material record/exception was generated for the finished good lot to investigate the reported issue in accordance with internal operating procedures. A review of the complaint history revealed one other similar incident. The investigation determined the reported difficulties appear to be a potential product quality issue. On (B)(6) 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch #2024168-2022-01831 on (B)(6) 2022 with notification of the voluntary recall, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly. The other priority pack 20/30 device is filed under separate medwatch report number.

Event description:
It was reported that during preparation of the indeflator 20/30 priority pack with/115 rhv, a leak occurred in the indeflator. The indeflator was not used and a second indeflator was being prepared when the same leak issue occurred. There was no patient involvement and no clinically significant delay in the procedure. A third indeflator was prepared and used for the procedure without issue. No additional information was provided.